Event description:
It was reported that intermittent occlusion alarm occurred. Reportedly, the customer was using cold insulin and pulling air out of the cartridge with an empty syringe. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose level was 303 mg/dl.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.